Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead in segments was returned and analyzed. Analysis results revealed outer insulation breached depressions at the proximal end of the lead. Blood/body fluid was present on the proximal conductor (not obstructed) and in/on the helix mechanism. It was also noted that all conductors were distorted and stretched. The outer insulation was breached cut, pulled apart due to overstress, and had cosmetic depressions. A white substance was observed on the lead. (B)(4) : the full lead in segments was returned and analyzed. Analysis results revealed inner insulation breached due to metal induced oxidation (mio). Blood/body fluid was present on all conductors (not obstructed) and in/on the helix mechanism. All conductors were distorted, cut, and stretched. The inner insulation had cosmetic mio and had breached environmental stress cracks (esc). The outer insulation had cosmetic mio, cosmetic esc, was breached cut, had cosmetic depressions, and was melted. The helix was distorted/bent. A white substance was observed on the lead.

Event description:
It was reported that there was a decrease in bipolar right ventricular lead impedance and that the polarity switched to unipolar. It was further reported that there was low impedance. The right ventricular lead was explanted and replaced. The right atrial lead was returned to the manufacturer after being explanted due to medical judgement/system change. The right atrial lead subsequently tested out of specification. No patient complications have been reported as a result of this event.